Manufacturer narrative:
(B)(4). The customer reported that the device was tested after disconnecting from the patient, and the issue was duplicated when calibration was performed continuously. No additional information has been provided.

Event description:
It was reported that during patient use, a ventilator end tidal carbon dioxide (etco2) level turned to zero. A calibration was then performed but the calibration did not complete, and the device froze. The unit was recovered by removing the etco2 sensor and turning the device off and then back on. Although the ventilator continued cycling during the event, the patient was transferred to another device. There is no report of patient harm as a result of this event.